Event description:
The catheter accordioned and the cannula could not be removed. The dr. Was performing a direct stick to a fluid collection in the lung for aspiration and when the needle and stiffener were being removed, the catheter twisted and accordioned on the stiffener. This also occurred on the next one used. The catheter was discarded and a non-locking drain was used without difficulty. The account reported that this occurred twice, but no info was reported. Therefore, only this MDR is filed.

Manufacturer narrative:
Device evaluation: the subject device was not returned for evaluation, therefore, similar devices from same lot were evaluated. Unable to confirm complaint. A review of the specific lot device history record showed no abnormal findings. A review of complaint history returned three similar complaints for this product family. The reported lot and those of previous complaints pre-dated a corrective action to allow for easier removal of the cannula from the drainage catheter.